Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.

Event description:
The customer reported via phone call that insulin pump got damaged. The customer¿s blood glucose was unknown at the time of the incident. Customer reported damage to the insulin pump screen. Assisted customer in performing a self-test. Results of the self-test was passed. The drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.